Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A field service specialist visited site and performed laser check, performed preventative maintenance (pm), tested the laser. No problems found. System meets johnson & johnson surgical vision specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018. Patient went for hernia surgery and told nurses not to touch her lasik eyes. Nurses put petroleum jelly in both eyes (ou (ocular uterque)) and tape eyes. It was noted that patient had infection with suboptimal results. On (B)(6) 2018 patient noted a dull ache. The surgeon sees patient and calls it an epi defect and is to continue with vigamox and predforte. On (B)(6) 2018 patient sees surgeon and starts patient on vancomycin compound drops and doxycycline. Flaps are relifted and irrigated, scrapes as he sees a starting of infiltration. On (B)(6) 2018 relifts flap again for culture and starts on voriconazole. On (B)(6) 2018 flap excision to have it cultured with uncorrected visual acuity (ucva) of 20/100. On (B)(6) 2018 patient is sent to university for biopsy results of bacteria soil. Vision is 20/count fingers and the infiltration is now on bed. Post-op day 1: (B)(6) 2018: ucva 20/20; post-op week 1: (B)(6) 2018: ucva 20/20. This report is for the femto laser equipment. A separate report will be submitted for the visx laser equipment.